Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 50 and blood glucose was 130 mg/dl. Customer also received calibration error alarm, change sensor alert and bad sensor alert. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised that sensor would be replaced.

Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors. Found 1 of the 2 sensors was received with broken and missing parts and the remaining sensor had the insertion needle bent inside of the sensor base; unable to confirm if the customer received the sensors in said condition due to the sensors were returned opened and used.